Manufacturer narrative:
A software investigation was initiated. Not a software issue. According to hardware analysis the issue was caused by physical damage. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The touch screen monitor was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue was confirmed. As reported the returned monitor was physically damaged, as there were two separate impact marks, resulting in a cracked screen. The touch function did not work. Otherwise; audio and video functioned as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor was cracked and touchscreen was not working properly. The images were jumping on the screen. The monitors were replaced and the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the stealth had issues with the monitor and software behavior. Attached to the case was a video showing the display responding as if a user was scrolling, however there was no user input. It was noted that both monitors were having the same problems. Bouncing and touch screen occasionally not working. Troubleshooting were performed. The representative noted that there was minor damage to the main cart monitor. She unplugs the usb connection to the main cart monitor and with that connection unplugged, she did not have any issues using touchscreen functionality on the camera cart or mouse input to system. She concluded that the damage on the main cart monitor was making the system think that there was user input to the touchscreen functionality. There was no patient present when this issue was identified.